Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, a supplemental report will be filed. Patient code 3191 captures the reportable event of surgery. The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Pacing and sensing functions were tested and the device was verified to operate as expected.

Event description:
It was reported that this pacemaker only lasted for eight years. Additional information from the field representative indicated that the device did not show premature battery depletion (pbd) and there were no product performance issue against the device. Moreover, the device was left in the hospital to be returned. The device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this pacemaker only lasted for eight years. The device was explanted. No additional adverse patient effects were reported.